Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this evaluation. During the evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations were noted: catheter extremely dirty (bloody). Catheter received in a loop configuration held with tape. Catheter severely mashed 9.5cms from tip of sensor case. Multiple kinks along catheter body. Sensor could not be balanced. No reading on passive wire in connector. No testing possible. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. Trends will be monitored for this or similar complaints. No further action is required. At the present time, this complaint is closed.

Event description:
Affiliate reported that after a MRI the icp sensor could not measure the icp. It is not know if monitoring was discontinued.